Event description:
It was reported that a faradrive(fd) steerable sheath clear sheath was used in a pulse field ablation procedure. During the procedure when a orion catheter was inserted into the fd it was noted that the valve was loose, and air was drawn. The fd was replaced and the procedure was completed with no patient complications being reported. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that a faradrive(fd) steerable sheath clear sheath was used in a pulse field ablation procedure. During the procedure when a orion catheter was inserted into the fd it was noted that the valve was loose, and air was drawn. The fd was replaced and the procedure was completed with no patient complications being reported. The device was returned for analysis.